Event description:
It was reported by customer biomed that they were informed by respiratory therapist (rt) that the v60 ventilators volume was not accurate. This prompted a call to philips technical support. Per case notes, the remote service engineer (rse) advised biomed to perform a full performance verification test (pvt) and discussed replacement of the flow sensor assy if the device fails the flow portion of the testing, and instructions to reach back out to philips technical support if further help is needed. At present, it was not reported whether device was in therapeutic use or not when issue noted. It is currently unknown if the device was in patient use at the time of the reported event. There was no patient harm or injury noted. Clinical usage information has been requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and an international philips remote service engineer (rse), who confirmed the reported issue. The rse advised the customer that they may need to replace the flow sensor assembly and provided the part identification number. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.